Event description:
It was reported that the patient experienced bumps on the skin after removing four infusion sets on (b)(6)2026. The patient also reported a high blood glucose reading displayed as "High." The patient administered a correction bolus via pump.

Manufacturer narrative:
Initial 2 of 4.Based on the available information, this event is deemed to be a Serious Injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number:Reporting Site: 8021545.Manufacturing Site: 3003442380.